Manufacturer narrative:
Consumer was sent a prepaid label to return the product for eval, but the consumer has not returned the product.

Event description:
Consumer alleges his humidifier emitted smoke and started to melt. No injuries or damages were reported with this incident.